Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the internal sterile envelope of a rt-plus mod femoral block dist.8/10 cem was open. As this was noticed during set up, the procedure was performed, without any delay, using a s+n back-up device. Patient was not impacted.

Manufacturer narrative:
It was reported that the internal sterile envelope of a rt-plus mod femoral block dist.8/10 cem was open. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported complaint issue could be confirmed. The tubular bag as well as the peel pouch are torn open on the sides. Both, the tubular bag as well as the peel pouch show heavy signs of scratches due to implant movement within the packaging. The relationship between the reported event and the device was therefore confirmed. A complaint history review was performed. No additional complaint for the batch in scope was reported so far. The production documentation at the internal production as well as at the external packaging supplier site was reviewed. No deviations from the standard manufacturing procedure were detected. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The risk of a broken device packaging is covered in our corresponding risk file and rated as low. Furthermore, a review of past corrective actions was performed. There are no CAPA, pra/hhe, field actions related to the reported issue. In our current instruction for use for knee implants it is mentioned that the device should not be used if the packaging shows any damage. The external packaging supplier performed a thorough product evaluation. According to the performed investigations, there is no indication, that the initial vacuum of the peel pouch was not sufficient. The most probable root cause is that the femoral block damaged the tubular bag and the sealing seam of the peel bag due to being hit by an external force. This force could have been applied by the folding box falling onto the floor. After this initial damage and loss of vacuumation, the femoral block could move around and create further scratches on the inside of the peel pouch. However, based on the performed investigations, this root cause cannot be confirmed conclusively and therefore remains unknown. No further actions are deemed necessary. This version of the device will be monitored for similar issues. This investigation is considered closed. The returned device will be discarded.